Manufacturer narrative:
Product has been returned and evaluated. (B)(4).

Event description:
Provider states the consumer got his unit back from repair and now his unit does not have the led lights the dealer stated that the unit is also loud and you cannot read the liter flow. Consumer states this feature did work prior to getting the unit back from repair.